Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose value was 592 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that they delivered a bolus of about 9 units and it was not registered on the insulin pump or received any bolus not delivered alarm. The device will not be returned for analysis.